Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient's device had come out. The hcp was not sure if it was removed or if the patient's body rejected it. No further complications were reported or anticipated.